Event description:
Reported by the complainant as follows... General surgeon reporting two recent cases where exploratory surgery for non healing sinuses revealed that a small piece of aquacel has been left in the wound.

Manufacturer narrative:
(B)(4)